Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient tested for thyrotropin (tsh) and free thyroxine (ft4 ii). Based on the data provided, the ft4 ii results were erroneous. It is not known if the erroneous results were reported outside of the laboratory. The initial ft4 ii result from the e602 analyzer was 72.5 pmol/l. The sample was sent to another laboratory using the abbott platform and the result was 14.7 pmol/l. The sample was then sent to another laboratory using the siemens platform and the result was 16.3 pmol/l. A new sample was obtained on (B)(6) 2016 and the ft4 ii result from the e602 analyzer was 86.5 pmol/l. No adverse event occurred. The e602 analyzer serial number was (B)(4). The sample is no longer available for investigation.